Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that the physician opened the packaging of a progav 2.0 shuntsystem (#fx434-t) and performed a patency test on the shunt tube. Before the test, the reservoir was pressed and found to be unable to rebound. The sample was not used. No patient harm was reported as a result of the malfunction. The sample will be returned for examination to the manufacturer.